Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s parent reported that the patient was hypoglycemic for three hours during sleep, no alarms sounded, and there were no levels in the graph. It was not indicated by the reporter whether they were referring to no alerts on the cgm or no alerts on the follow application. A photo received from the reporter shows a reading of 3.4 mmol/l with a straight arrow, but there was no indication what date the photo is from and whether the patient was symptomatic at the time. No treatment information was provided. The event occurred the day the sensor had been inserted. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.